Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing, noise episodes some probably due to small myopotential oversensing was seen on the implantable cardioverter defibrillator (ICD). The ICD was being monitored. There were no patient consequences.